Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to recurring incontinence on (B)(6) 2018. A new aus 4.0 cm cuff, control pump, and 61-70 cm pressure regulating balloon were implanted. No patient complications were reported related to this event.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to recurring incontinence on (B)(6) 2018. A new aus 4.0 cm cuff, control pump, and 61-70 cm pressure regulating balloon were implanted. No patient complications were reported related to this event. Additional information received indicated the recurring incontinence was due to a leak in the pressure regulating balloon. The patient outcome was reported as good.